Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, patient demographic and drug order information were not crossing over to the station msta. Customer stated that a new location had been created in the pharmacy called bhmedpsych. Patients admitted to this location should have appeared in the msta pyxis, but patient information had not been received for this location. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient and order data were not crossing to the station cabinet. A technical support specialist (tss) dialed into the server and verified that bhmedpsych was configured as a valid unit. The tss reached out to integration engineering support team (iest) for additional guidance. The interface team updated the interface filter to allow messages for patients in the bhmedpsych unit to pass through to msta station. In addition, str-proc was updated to ensure the new nurse unit could successfully cross over to pyxis enterprise (es). The system functioned as intended after the technical support specialist troubleshot the device.